Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that the device blade would not retract during a procedure. There was no tissue damage when the device was removed from pt. The device was returned with the knife trapped between the jaws. There was no pt injury.